Event description:
It was reported that the zimmer dermatome was tearing the graft. Additional clinical follow up with the hospital indicated that the dermatome seemed to skip or jump and resulted in shredding of the tissue harvested making it inadequate for use. An additional tissue harvest was completed using an alternate device with a ten minute increase in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/04/2012 and this is the first repair. Examination of the device revealed the on/off lever was damaged and the unit was out of calibration. The side to side calibration was within specifications at every thickness setting. The damage to the on/off lever and the calibration being out of specifications should not have caused the graft to be shredded. On site visit performed by zimmer's field training manager verified that customer's staff was not using the proper technique. In-service was performed where hands on instruction improved technique to produce graft outcome with other devices. Customer's psi setting was also verified to be over the manufacturer's recommended settings. Improper user technique and incorrect psi settings could cause customer's event. The cause of the reported issue is determined to be user technique and error. The device was serviced and returned to the customer.